Event description:
Toothette being used for oral care on a patient and some foam pieces broke off in the baby's mouth. Product being used on a (B)(6) infant and when the toothette was being removed, a piece of the foam came apart and was noted in the oral cavity. The nurse removed the pieces and checked to ensure there were no more pieces in the mouth. Every kind of number available on the package in the incident report already. Not clinical equipment - disposable product. Sage products.